Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 329 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 180 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing three times a day (fasting) and the customer is taking medication to control her diabetes (insulin). The customer stated that she has not made any recent changes in her diet, exercise regimen, and medication. She is storing the meter and test strips in the kitchen.